Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that the lens is stuck in the cartridge. The cartridge was returned and visual inspeciton shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusions - (no conlcusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens stuck in the cartridge. No pt injury.